Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a "motor not connected" alarm and a pump stop event could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console. A data log file retrieved from the console contained approximately 6 days of data (dated (B)(6) 2019, according to the timestamp). The log file did not capture any atypical alarms or events on the reported event date of (B)(6) 2019. As a result, the reported events could not be confirmed. On the date of the reported event the console supported a pump at a speed of ~3500rpm and a flow of ~3.9 lpm and the system was operational for approximately 94.75 hours. The returned console was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was not verified nor duplicated during their evaluation. The console was operated with its related motor, and flow probe. No alarms nor issues were reproduced during testing. However, it was noted that the console's battery had expired on february 28, 2019. The expired battery was replaced with a new one and battery maintenance was performed successfully. Full functional checkout was performed per the centrimag 2nd generation primary console service process and the unit passed all tests. The serviced and tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ the centrimag primary console is not a single use device. The approximate age of the device will be provided in the supplemental report when the manufacturer's investigation is complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump or acute biventricular extracorporeal circulatory support. It was reported that the device alarmed ¿motor not connected¿, and the pump had stopped. Once the pump stopped, the patient¿s status started to decline. The vad coordinator checked the connection from the motor to the pump, and it was all intact. They then disconnected & reconnected the motor cable from the console, and no changes were noticed. The vad coordinator changed consoles and was able to get a flow reading, and turn up the rpms. The patient¿s pump was stopped for about 30 seconds for the initial issue, and then probably an additional 15 seconds several minutes later when we switched out the motor. There was no visual damage noticed on the console. No additional information was reported.